Event description:
Pt was undergoing a planned cardiac catheterization and angioplasty. While attempting to open the circumflex artery, device malfunction caused rapid dispersment of dye into the balloon, causing balloon and artery rupture, and bleeding into the pericardial sac.